Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification or perform as intended per the instructions for use (IFU). The mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states that: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. UDI number: note: production identifier (pi) number is unknown as the lot number was not provided. See medwatch form #s: 3004939290-2016-00003 & 3004939290-2016-00004.

Event description:
It was reported that the patient had an access site infection. The physician sent the patient to irrigation and drainage at a different facility. No further information is available. Vessel size: 6 mm sheath size: 6f vessel location: peripheral stick location: medium.